Event description:
It was reported that the patient had suspected a dysfunction of the neurostimulator. Reprogramming was done. The issue was not resolved. It was unknown if the event was related to the neurostimulator. The patient was alive with injury. The injury was described as the patient had difficulty functioning with frequent falling due to standing on the right foot on the ground and cold blue hands. Along with asthenia. The outcome was ongoing. Device diagnosis was neurostimulator dysfunction and there was a diagnostic test on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 338902836, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. Product ID: 338902836, serial# (B)(4), implanted: (B)(6), 2000, product type: lead. Product ID: 74956636, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 74956636, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
Follow up information reported that the patient¿s implantable neurostimulator (ins) was reprogrammed on (B)(6) 2015. On (B)(6) 2015 it was noted that the prolopa medication was increased and the event was noted as still ongoing. If additional information is received, a follow-up report will be sent.